Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting. During that troubleshooting service replaced, rebuilt, and cleaned multiple parts however, replacement of the tubing, ict pinch valve syr (part number c-35016640-01 which resolved the issue. A review of the alinity c (B)(6) service history, revealed complaint (B)(4) ticket receipt date: (B)(6) 2022, opened to address discrepant na, k and cl results. The cup, ict-ref with probes, ict probe and holder, ict probe (rohs) were replaced, however the ict probe was deemed likely cause. No additional issues of ict results reported on the alinity c (B)(6) post service intervention on (B)(6) 2022. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending did not identify any trends for the tubing, ict pinch valve (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity, (B)(6), or tubing, ict pinch valve (rohs).

Event description:
The customer observed discrepant chloride results on alinity c processing module for one patient. The results provided were on (B)(6) 2022, sid (B)(6), initial chloride=126 /repeated=110. Laboratory reference range for chloride=98 to 110 there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.